Event description:
This is a spontaneous case report received from a lawyer on (B)(6) 2016 in the united states, on behalf an adult (>=18y & <65y) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 for permanent birth control. Shortly after the implant, the plaintiff began suffering from severe pelvic pain, severe low back pain and cramping, abnormal heavy bleeding, abnormal heavy menses, bloating, headaches, vision loss, vaginal rash, depression, metallic taste in mouth, and tooth decay. On or about 2013, she began suffering from constant flu like symptoms and cervical dysplasia. On or about (B)(6) 2016, the plaintiff underwent a tubal ligation as a definitive solution to her complications. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain and abnormal heavy bleeding. These events are anticipated in the reference safety information for essure. Vision loss was also reported and is unanticipated. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these both events and suspect insert cannot be excluded. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium). Therefore, causality between this device and the event vision loss was considered unrelated. This case was regarded as incident, since intervention was required (tubal ligation). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and blindness ('vision loss') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included epilepsy, uterine dilation and curettage and skin lesion. Concurrent conditions included overweight. Concomitant products included nabumetone and paroxetine. In (B)(6) 2010, the patient experienced arthralgia ("hip pain"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain ("cramping"), menorrhagia ("abnormal heavy menses"), vaginal haemorrhage ("abnormal vaginal bleeding"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced rash ("rash"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain/weight gained 40 to 60 lbs"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia"). In 2010, the patient experienced vulvovaginal pruritus ("vaginal itching"). On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced ovarian cyst ("ovarian cyst") and alopecia ("hair loss"). On (B)(6) 2012, the patient experienced headache ("headaches") and migraine ("migraines"). In 2013, the patient experienced cervical dysplasia ("cervical dysplasia") and influenza like illness ("flu like symptoms"). In 2015, the patient experienced vision blurred ("blurry vision"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), genital haemorrhage ("abnormal heavy bleeding"), back pain ("severe low back pain"), abdominal distension ("bloating"), vulvovaginal rash ("vaginal rash"), depression ("depression"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), anxiety ("anxiety"), tooth disorder ("dental problems"), adrenal disorder ("lession on adrenal gland") and enostosis ("bone island on pelvis"). At the time of the report, the pelvic pain, blindness, genital haemorrhage, cervical dysplasia, back pain, abdominal pain, abdominal distension, headache, vulvovaginal rash, dysgeusia, dental caries, influenza like illness, migraine, allergy to metals, vision blurred, fatigue, ovarian cyst, alopecia, arthralgia, adrenal disorder and enostosis outcome was unknown and the menorrhagia, depression, vaginal haemorrhage, anxiety, rash, dysmenorrhoea, dyspareunia, tooth disorder, weight increased, vulvovaginal pruritus and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain, adrenal disorder, allergy to metals, alopecia, anxiety, arthralgia, back pain, blindness, cervical dysplasia, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, enostosis, fatigue, genital haemorrhage, headache, influenza like illness, menorrhagia, migraine, ovarian cyst, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pruritus, vulvovaginal rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and blindness ('vision loss') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included epilepsy, uterine dilation and curettage and skin lesion. Concurrent conditions included overweight. Concomitant products included nabumetone and paroxetine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced arthralgia ("hip pain"). On (B)(6) 2010, the patient experienced abdominal pain ("cramping"), menorrhagia ("abnormal heavy menses"), vaginal haemorrhage ("abnormal vaginal bleeding"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced rash ("rash"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain/weight gained 40 to 60 lbs"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia"). In 2010, the patient experienced vulvovaginal pruritus ("vaginal itching"). On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In august 2010, the patient experienced ovarian cyst ("ovarian cyst") and alopecia ("hair loss"). On (B)(6) 2012, the patient experienced headache ("headaches") and migraine ("migraines"). In 2013, the patient experienced cervical dysplasia ("cervical dysplasia") and influenza like illness ("flu like symptoms"). In 2015, the patient experienced vision blurred ("blurry vision"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), genital haemorrhage ("abnormal heavy bleeding"), back pain ("severe low back pain"), abdominal distension ("bloating"), vulvovaginal rash ("vaginal rash"), depression ("depression"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), anxiety ("anxiety"), tooth disorder ("dental problems"), adrenal cyst ("lesion on adrenal gland") and enostosis ("bone island on pelvis"). At the time of the report, the pelvic pain, blindness, genital haemorrhage, cervical dysplasia, back pain, abdominal pain, abdominal distension, headache, vulvovaginal rash, dysgeusia, dental caries, influenza like illness, migraine, allergy to metals, vision blurred, fatigue, ovarian cyst, alopecia, arthralgia, adrenal cyst and enostosis outcome was unknown and the menorrhagia, depression, vaginal haemorrhage, anxiety, rash, dysmenorrhoea, dyspareunia, tooth disorder, weight increased, vulvovaginal pruritus and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain, adrenal cyst, allergy to metals, alopecia, anxiety, arthralgia, back pain, blindness, cervical dysplasia, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, enostosis, fatigue, genital haemorrhage, headache, influenza like illness, menorrhagia, migraine, ovarian cyst, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pruritus, vulvovaginal rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new event "lesion on adrenal gland" and "bone island on pelvis". Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal heavy bleeding") and blindness ("vision loss") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included epilepsy, uterine dilation and curettage and skin lesion. Concurrent conditions included overweight. Concomitant products included nabumetone and paroxetine. In (B)(6) 2010, the patient experienced arthralgia ("hip pain"). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced abdominal pain ("cramping"), menorrhagia ("abnormal heavy menses"), vaginal haemorrhage ("abnormal vaginal bleeding"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue"). On 1-mar-2010, the patient experienced rash ("rash"). On 1-may-2010, the patient experienced dyspareunia ("dyspareunia"). In 2010, the patient experienced weight increased ("weight gain") and vulvovaginal pruritus ("vaginal itching"). On 1-aug-2010, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the patient experienced ovarian cyst ("ovarian cyst") and alopecia ("hair loss"). On 1-jan-2012, the patient experienced headache ("headaches") and migraine ("migraines"). In 2013, the patient experienced cervical dysplasia ("cervical dysplasia") and influenza like illness ("flu like symptoms"). In 2015, the patient experienced vision blurred ("blurry vision"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), blindness (seriousness criterion medically significant), back pain ("severe low back pain"), abdominal distension ("bloating"), vulvovaginal rash ("vaginal rash"), depression ("depression"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), anxiety ("anxiety") and tooth disorder ("dental problems"). At the time of the report, the pelvic pain, genital haemorrhage, blindness, cervical dysplasia, back pain, abdominal pain, abdominal distension, headache, vulvovaginal rash, dysgeusia, dental caries, influenza like illness, migraine, allergy to metals, vision blurred, fatigue, ovarian cyst, alopecia and arthralgia outcome was unknown and the menorrhagia, depression, vaginal haemorrhage, anxiety, rash, dysmenorrhoea, dyspareunia, tooth disorder, weight increased, vulvovaginal pruritus and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, blindness, cervical dysplasia, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, influenza like illness, menorrhagia, migraine, ovarian cyst, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pruritus, vulvovaginal rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: the pfs received::the event abnormal vaginal bleeding, anxiety, rash, migraines, nickel allergy, dysmenorrhea, dyspareunia, dental problems, blurry vision, fatigue, weight gain, ovarian cyst, vaginal itching, hair loss, vaginal discharge, hip pain, essure confirmation test not done,events outcome added,reporters added,concurrent condition added,medical history added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. On 1-mar-2018: the medical record received:the reporters added.the fu 2,4 process together on 1-mar-2018: the medical record received:the reporters added,concomitant medication added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 14-nov-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain and abnormal heavy bleeding. These events are anticipated in the reference safety information for essure. Vision loss was also reported and is unanticipated. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these both events and suspect insert cannot be excluded. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium). Therefore, causality between this device and the event vision loss was considered unrelated. This case was regarded as incident, since intervention was required (tubal ligation). Other nonserious events were reported. A product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.